Manufacturer narrative:
Continuation of medical devices: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2018, product type extension. Product ID 3389s-40, lot# v515472, implanted: (B)(6) 2010, explanted: (B)(6) 2018, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 7482a51, serial/lot #: (B)(4), ubd: 04-aug-2014, UDI#: (B)(4); product ID: 3389s-40, serial/lot #: (B)(4), ubd: 11-may-2013, UDI#: (B)(4). No information for date of event. Refer to manufacturer report #3004209178-2018-22943 for details pertaining to the related reportable event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for dystonia and movement disorders. It was reported that the rep doesn't have any further detail other than the healthcare provider is removing the extension and lead on the right side and an MRI is needed for re-implant. The rep suspects there is likely a reportable event, but he doesn't have details for now. The rep doesn't know what the event is yet. No symptoms were reported. No further complications were reported or anticipated with this event. Additional information was received from the rep indicating that on impedance testing, the patient had all open circuits on the left brain side and all short circuits on the right brain side of the system. Surgical exploration determined the problem was in the leads on both sides of the brain. It is unknown when this issue first started. The cause of the issue was not determined. The issue is reported to be resolved because the leads, extensions, and ins were all removed and replaced on (B)(6) 2018. The account removed and discarded all explanted devices. This information was confirmed by the physician/account.